Event description:
According to the complaint, the abl90 flex analyzer provided unusual results for a patient. Before acting on the results, the blood sample was measured on another analyzer due to the unexpected results, and the results provided were normal and more aligned to what they were expecting. In particular they have questioned the glucose, thb, na, k+, ca++ and cl- results. The following discrepancies were assessed by radiometer to be reportable: thb: discrepant value: 65 g/l, true value: 132 g/l cca++: discrepant value: 0,64 mmol/l true value: 1.20 mmol/l.

Manufacturer narrative:
The investigation concluded that the significant deviations observed are due to pre-analytical errors associated with poor sample handling or poor aspiration into the analyzer.